Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that he was attempting to deliver a bolus when the issue occurred. The customer's blood glucose was 600 mg/dl. The customer treated the high blood glucose with a manual injection. While troubleshooting, the customer was unsure if any significant events occurred leading to the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corner and a missing end cap sticker.